Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that a latitude red alert was generated due to high out of range impedance measurement. The lead is a non-boston scientific lead. An x-ray has been performed. Impedance measurements have been within acceptable range, although increased. The physician will review the x-ray and determine whether a lead revision will be performed. No adverse patient effects were reported. No information was available regarding the x-ray results. A technical service consultant reviewed the data disk which revealed noise on the shock channel only. No oversensing was revealed. There was no evidence of a header issue.